Event description:
It was reported that the helix did not turn smoothly during implant of this right ventricular (rv) lead. Upon placement of the lead, high threshold measurements were noted. An attempt was made to reposition the lead, however, the helix was unable to be retracted. The lead was surgically abandoned and a non-boston scientific lead was successfully implanted. No adverse patient effects were reported.